Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lb6409 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Prior to the procedure, the needle was found protruding from the package prior to opening. The device was not used on the patient. There were . No one got injured since it was noticed in advance. No adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: an unopened sample of product code 10x82, lot lb6409 was returned for analysis. During the visual inspection of the sample, the sterile barrier was compromised due to pin hole was observed on the copolymer and top of msda folder. The sample folder was opened, it was noted that the needle was orientated vertically in the package and this caused the hole on cavity. Based on the samples condition, the assignable cause of packaging integrity, suggest an incorrect needle park resulting in pinhole on package.